Event description:
Customer reported unexpected negative reactions when testing patient sample with panoscreen iii, lot 26530 and panocell-20, lot 27546. Customer tested with several selected cells, including r1r1, r2r2 and rr cells from panocell-20 and obtained negative results. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention panoscreen I, ii and iii, lot 26530 and retention panocell-20, lot 27546.customer did not return sample or product for testing.